Event description:
Certified registered nurse anesthetist (crna) was in the process of placing an epidural. Clinician encountered difficulty placing the catheter. Upon inspection, there was a kink in the device. The catheter was unable to pass due to this manufacturing defect. A new kit was obtained and placed easily, with no issues.